Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jun 10, 2021 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. A detached haptic was also observed but can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Additional information: weight and ethnicity: unknown/no information. Date of event: exact date not provided, best estimate is between (B)(6) 2021. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens (iol) was explanted from the patient's left eye because the iol was incompatible as the patient experienced blurry vision. At explant the incision was enlarged and the replacement lens was a non-johnson & johnson iol. Reportedly, there was no patient injury and the patient is fine post-exchange. No further information was provided.